Manufacturer narrative:
Correction - d4: corrected product information. Correction - d6a: corrected implant date to match product information.

Event description:
Additional information indicates that the patient experienced an infection at the lead site. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the leads and anchors were explanted and the ipg site was revised to address the issue. The infection has resolved.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's ipg was exposed. As a result, surgical intervention was undertaken to revise the pocket site.